Event description:
The manufacturer received information alleging a inspiration elite compressor sparked and shocked the patient. Patient allegedly stated that they fell and injured their elbow and head, however did not seek any medical attention. Based on the information received, no serious injury was reported during this event.

Manufacturer narrative:
The device has not yet been returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow up report will be submitted when the unit is returned and the manufacturer's investigation is complete.